Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead had dislodged and a lead revision procedure was scheduled. During the revision, the physician chose to place a new rv lead in to the header of the device, however the wrench would not engage the setscrew. Several attempts were made but to no avail. The decision was made to replace the implantable pulse generator (ipg). No patient complications have been reported as a result of this event.